Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient indicated that their device "malfunctioned, it set a thing off down [their] leg and it really hurt. The caller clarified that this meant the patient had a jolting pain down their leg and it was a big jolting pain where [they] had to crawl up the stairs to get the remote to shut it off and it was extremely painful." The stimulator was off at the time of the call and the patient did not have any other information regarding why the healthcare provider (hcp) they saw indicated that the device malfunctioned. It was unclear at the time of the call if the device was still in use or if the device had been explanted. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the device was removed 2018-07-23 and noted the implant was not even in for a full year when it malfunctioned. Patient was standing in the kitchen cooking and out of nowhere they got this sharp pain and could not walk and had to crawl up the stairs to grab their patient programmer to turn off implant because the pain was so bad. Patient went to the emergency room but nobody know the device or what to do about it, and eventually went to get the device removed. It was noted when patient turned implant off, they did not have any issues and the issues were gone once the implant was removed. Patient had back pain anyway but after having the device removed the pain on the side of their device went away. No further complications were reported.